Manufacturer narrative:
Patient weight and ethnicity: unknown/ not provided. Device evaluated by manufacturer: the intraocular lens (iol) is not returning for evaluation as it will not be returned: therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported an explant on patient's left eye (os). No patient injury reported. Different model and diopter was used. There is no lens to return. No other information was provided.